Event description:
Caller reported a cgm error described as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, successfully resolving the issue without any recurrence of the error.